Event description:
The pt was able to feel stimulation when it was off. She could barely perceive stimulation and felt stimulation midline to high buttocks area along the lead incision site, which was constant. The stimulation was felt more while on either one of her sides. When the stimulation was on, it felt much stronger from low back, down both legs to heels. Palpating elicited no additional sensations. The lead impedance measurements were low and out of range on electrodes 0-1. The other electrode measurements were 436-674 ohms. The healthcare provider confirmed that the pt experienced stimulation when the neurostimulator (ins) was off. The ins was going to be replaced in the near future. No pt injuries were reported. The company representative confirmed that the pt's ins was revised on (B) (6) 2010.

Manufacturer narrative:
(B) (4).